Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned and evaluated by product analysis on 03/29/2016 with the following findings: device evaluation: on investigation, the battery compartment was noted to be cracked above and below the grip pad and the display screen was found to be discolored. The cgm flex was found to not be fully seated to the printed circuit board connector.

Event description:
The pump was returned for investigation. Investigation revealed battery compartment damage and a continuous glucose monitoring (cgm) module defect. This report is made based on results of investigation completed on 03/29/2016.